Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed that the blood pump segment was disconnected from the set support plate, which allowed the reported leakage. A non-homogenous mark of solvent was on the tubing of the pump segment. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the disconnection was determined to be caused by the inadequate volume of solvent applied to the tubing during the manufacturing assembly process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the access line of a prismaflex m150 set was observed to be broken and leaked blood during continuous renal replacement therapy. The volume of blood loss was approximately 200ml. The set was replaced to continue treatment. There was no report of medical intervention associated with this event. No additional information is available.